Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "customer called to report that she has been recently informed that they are having issues with the blood tubes. She said it might have been going on for a couple of months."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood . The following information was provided by the initial reporter. The customer stated: "customer called to report that she has been recently informed that they are having issues with the blood tubes. She said it might have been going on for a couple of months."